Manufacturer narrative:
The hbo ventilator was returned by the customer for evaluation and the reported event was verified. The root cause was found to be that the flow volume knob was not working properly because the set screws did not fully secure the volume knob onto the shaft of the adjuster. A review of the device history record (DHR) was performed. 3000 hbo vent, serial number (B)(4), was manufactured on 05/14/2007. There is no indication that there were any relevant discrepancies during manufacturing. This report is submitted to comply with MDR malfunction notice (B)(4) requiring the reporting of incidents involving a life-supporting and/or life-sustaining device.

Event description:
It was reported that during pre-clinical check of the hbo ventilator customer found the flow volume knob was not working.